Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter, and a deflection issue occurred. The procedure was completed successfully with a similar-like device. There was no patient consequence. The event was originally assessed as not reportable as this issue is highly detectable and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. After full analysis of the returned catheter, it was discovered there were ruptures to the pebax, which is indicative of a reportable finding. The awareness date for this record is (B)(6) 2015 because that is when the product analysis was completed.

Manufacturer narrative:
Evaluation summary. (B)(4). The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve was collapsed down on itself between rings #2 and #3. Peek housing was bent next to the polyurethane (pu). Pu margins were separated from peek housing and transition with tip lumen. The peek housing was cracked under pu margin. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that there was a clear evidence of mechanical damage on ring# 3 material. Moreover, the pu and pebax materials presented ruptures. Considering that the pu ruptured section is near to the scratches found on the ring #3, it is very likely that the unknown object which caused the mechanical damage on ring # 3, could cause the ruptures found on the pu and pebax materials as well. The deformation observed on the helix spring can suggest possible bending events that also can cause the deformation (overlapped condition) found on the pebax material. Further information was requested regarding the condition of the catheter; however it has not been available at the moment for bwi. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. An internal corrective action was created to address the t bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.